Event description:
The facility reports, the resident was being bathed in the tub using the bath chair. The care aid had removed the bath chair safety belt off the resident during the bathing/showering process. The care aid turned around to get towels or clothing (unclear) and momentarily, while turned away from the resident, the resident started to stand in the tub and slipped and fell forward to the right. Assistance was called for and the on-duty nurse came to the bathing room. Paramedics were called to remove the resident from the tub. Paramedics arrived, removed the resident from the tub, and transported her to the hospital for treatment. Resident was diagnosed with a fractured right leg and fractured right arm. Resident was transported back to facility after treatment and observation. A MFR's investigator has examined the device and found that the device was in new excellent condition.

Manufacturer narrative:
The manufacturer concludes the root cause of the event to be a series of use errors. The resident was being bathed in the bath chair without the safety belt on. In the operating and product care instructions (opi) it states, "to avoid the possibility of injury always ensure that: the safety belt is always used and is in a good condition." The caregiver also left the resident unattended in the tub while getting towels or clothing. It is stated, "warning: never leave the resident unattended at any time. [...]" In the resident assessment section, it is stated that one of the criteria to be fulfilled in order for a resident to be suitable for the bath chair is that they understand and respond to instructions to stay seated in an upright position. In this case, the resident didn't seem to fulfill this requirement. The manufacturer strongly recommends that the customer is retrained according to the safety instructions in the opi. It is also recommended that the resident assessment be re-evaluated.